Manufacturer narrative:
Device cannot be started. Power supply is defective due to interferences of main voltage. Power supply has been replaced and transformer kit has been installed.

Event description:
Hamilton medical ag received the following event description from hospital report: power supply is defective.

Manufacturer narrative:
Device cannot be started. Power supply is defective due to interferences of main voltage. Power supply has been replaced and transformer kit has been installed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d4, g6, h2, h11.

Event description:
Hamilton medical ag received the following event description from hospital report: power supply is defective.